Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. Customer stated that issue occurred while patient was on the table for a drug-induced sleep endoscopy septoplasty and reported a delay of 30 to 45 minutes. Customer reported having access to the non-narcotic drawers but not for the drawers containing fentanyl, midazolam, etc. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A technical support specialist evaluated the device and identified several kernel power event ID 41 error, caused by a high c: drive usage. A field service engineer was dispatched to reimage the hard drive, device tested after reimage. Device confirmed operational.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. Customer stated that issue occurred while patient was on the table for a drug-induced sleep endoscopy septoplasty and reported a delay of 30 to 45 minutes. Customer reported having access to the non-narcotic drawers but not for the drawers containing fentanyl, midazolam, etc. Patient or user harm was not reported.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from (B)(6) 2021 to (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the hard drive required to be re-imaged. The field service engineer inspected and replaced the internal battery and completed reimagining of the hard drive. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es system reimage required after repeat disk space errors for 12 times on c drive during a procedure. They added that the issue occurred while a patient was on the table for a drug-induced sleep endoscopy septoplasty and reported a delay of 30 to 45 minutes. They reported having access to the non-narcotic drawers but not to the drawers containing fentanyl, midazolam, etc. When an incident occurred, storage spaces failed off the bus. There were no adverse events or injuries reported based on this incident.